Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, however there is possibility that the reported event was caused by an accidental failure of the power supply unit, based on the information that only about two months have passed since the device was delivered. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus (B)(4) (oth) for evaluation. Oth inspected the device and found that the reported phenomenon was reproduced and the power supply had failure. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, the device could not be turned on. The intended procedure was cancelled. An olympus field service engineer (fse) checked the device and confirmed that the reported phenomenon was reproduced. There was no report of patient injury associated with this event.